Event description:
It was reported that during a lavh procedure the electrode penetrated external cylinder. Another device was used to complete the case. There was no adverse consequence to the patient.